Event description:
Reporter reports that breast implants were surgically removed from a patient due to rupture and capsular contracture. The date of the original implant was approximately 1979. The first problem was observed in1994. The explantation took place in 2006. Although requested, reporter indicated, in 2007 that no further information is available.

Manufacturer narrative:
The device has been requested by co quality management for storage and direction from co legal, but has not yet received. A follow up report will be filed should additional information becomes available.